Event description:
Reporter alleged obtaining a blood glucose result of 333 mg/dl immediately after an undosed test strip was placed into the aviva system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.